Manufacturer narrative:
Initial reporter name and address: phone number (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the packaging of an ncircle tipless stone extractor, the outer sheath was bent in the tray (captured under patient identifier: (B)(6)). A second, same type device was opened and the same damage was noted (subject of this complaint). A third same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, upon opening the packaging of an ncircle tipless stone extractor, the outer sheath was bent in the tray (see manufacturer report # 1820334-2022-01515). A second, same type device was opened, and the same damage was noted (subject of this complaint). A third same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation without a package but with a label. Several kinks were noted in the basket sheath. When the handle was actuated, the basket opened and closed without a problem. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a cause for this event could not be established. Excessive force may have been inadvertently applied to the device, but no information was provided regarded device handling. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.